Event description:
It was reported from 5pw that chemotherapy infusing, patient noticed leaking (described as "small drops") on floor from tubing that separated and leaked. Treatment delayed as medication had to be paused and sent back to pharmacy to be reprimed. Although requested, additional information was not provided.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing set separated and leaked. Although requested, additional information was not provided.